Event description:
The pt underwent surgery with the g3 trochanteric nail and u-blade. After surgery, the pt fell while walking and the distal femoral bone of pt fractured. In 2008, the revision surgery was performed with the long g3 nail. The revision surgery was completed without problem.

Manufacturer narrative:
Device not returned, no eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.